Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they had a low blood glucose value of 49 mg/dl. Customer's other blood glucose value was 58 mg/dl and 66 and 62 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. Customer was perform self test and it was pass. Based on customer report customer did not allege insulin pump was over delivering. The device will not be returned for analysis.